Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The left weld on the mpctmt broke, the power center mount assembly is bent to the right and the actuator is broken. The dealer was just called out to the house to fix it and no one knew how it happened.